Manufacturer narrative:
E1: full address: (B)(6). This report is to provide information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the foreign material was unable to be identified. Although, olympus confirmed the reported event. It is likely the foreign material may not have been removed because reprocessing could not be conducted properly due to leakage at switch (sw)1. The event can be detected/prevented by following the instructions for use (IFU) sections: IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope nozzle was clogged. The issue occurred during reprocessing. There were no reports of patient harm.